Event description:
It was reported that the customer delivered a dual wave bolus and the buttons started acting up, none of them work, and then it came a button error alarm. The customer also mentioned that the buttons were functioning intermittently and the scroll bar was moving without button press. It was also stated that the time clock was not changing and the device did reset. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a corroded keypad trace. No number scrolling anomaly was noted on the display. The time advanced properly. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.